Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user experienced prolonged hyperglycemia when the ilet insulin cartridge became empty after periods of high glucose, and the user did not perceive the device notifications; once the user recognized the empty cartridge and replaced supplies, glucose returned to range without manual injection or alternative therapy. Symptoms included hyperglycemia accompanied with nausea and fatigue. Outcomes included a highest glucose of 400 mg/dl with out-of-range duration of approximately 3¿4 hours, without outside assistance or medical intervention. Investigation included complaint intake, user interview, and assessment of device use related to alerts and insulin supply status. Investigation of this case revealed that hyperglycemia was attributable to an empty insulin cartridge in the setting of high insulin demand, with notifications not prompting timely user action; the device delivered insulin as intended once supplies were replaced. It was concluded, based on previously established findings for similar reports, that the cause was user response delay to alerts regarding depleted insulin leading to temporary hyperglycemia, resolved by replacing the insulin cartridge.